Event description:
#Medwatcher #(B)(4). I have had severe lower back pain. Abdominal pain. Infections in my uterus. Continous outbreak in hives. Dysfunctional uterine bleeding. Pelvic pain. Cervical cysts. Ovarian cysts just to name a few.